Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the battery lock was found to have been bent. During functional testing, the reported user advisory 7 (discrepancy between load 1 and load 2 too large) could not be duplicated. The platform was tested with a large resuscitation test fixture for 30 minutes, with no problems encountered. Load cell characterization testing was also performed, which confirmed that both load cell modules were functioning within specification. The platform archive was reviewed and no user advisories were observed on the reported event date of (B)(6) 2015. However, multiple user advisory 7 codes were seen on (B)(6) 2014. Based on device inspection, there were no mechanical issues which could have cause or contributed to the ua 7 codes. A cause could not be determined. Based on the investigation, the part identified for replacement was the bent battery lock. In summary, the reported complaint of the platform displaying a ua 7 code could not be confirmed through functional evaluation. No user advisory codes were seen on the reported event date, however multiple ua 7 codes were seen on (B)(6) 2014. A cause could not be determined. Following service, including replacement of the damaged battery lock, the device passed all test criteria.

Event description:
It was reported that during patient use, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The customer attempted to reposition the patient, however the lifeband would not retract. No adverse patient sequelae was reported. No further details were provided.